Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer reported that when they returned after dialysis the day before reported day the blood glucose was 40 mg/dl. Customer took sugar and next day blood glucose was 500 mg/dl. Customer was using auto mode at the time of incident. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.